Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic segmentectomy, after attaching a reload, when the surgeon pulled the firing handle, it bounced back automatically, and therefore the reload could not be clamped. A new handle was used to complete the procedure. There was no medical intervention or patient injury.